Event description:
It was stated that this patient is currently being screened for a subcutaneous implantable cardio-defibrillator (s-ICD). During discussion with boston scientific technical services, it was mentioned that this patient has a history of endocarditis with trans-venous leads. The specific lead information and resolution are unknown at this time and additional information has been requested from the field. At this time, the patient is stable with no additional adverse consequences.